Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they contacted the manufacturer to make sure everything is dry. They turned off the stimulator when using the leaf blower. The patient believes maybe it was sweat. They are not sure if the problem is their back stimulator or the battery powered leaf blower. They could feel the electricity from the hand to their elbows.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they were using a 4 amp leaf blower and they felt energy/"severe arc" and electricity snap to their arm. Patient mentioned that was painful and they stopped using the leaf blower. The issue happened a week ago . Agent reviewed electromagnetic field devices in the ifp with patient. Patient inquired about arc welding induction range, a portable electric generator and agent reviewed ifp with patient. The issue was resolved. Agent documented information provided on call.